Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter seemed to ¿taper¿ at the end and flow was sluggish. It would not fit onto the inserter, so they cut it to fit. The catheter was switched for a different catheter, which was then connected to the valve. The flow was good after this and there was no injury to the patient.

Manufacturer narrative:
The catheter was returned in two pieces of lengths 12.5 cm and 2 cm respectively. Both edges at tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. Proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot number updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue was seen out of the box.